Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with heart failure symptoms for routine checkup one month post implant. Symptoms included fatigue, shortness of breath, chest pain, and leg swelling. The patient had myalgias likely due to pre-existing fibromyalgia which was not worsening and no action was taken. The symptoms resolved on (B)(6) 2022. It was later communicated that the patient developed nausea, vomiting, and related implantable cardioverter-defibrillator (ICD) pain. These symptoms were most likely due to antibiotics post ICD insertion and anti emetics were to be used. The ICD was placed on (B)(6) 2022 as a standard of care procedure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.